Event description:
Additional information was received that indicated that the hospital does not return product unless they are notified prior to the surgery or if there is a suspected issue.

Event description:
It was initially reported that the patient was experiencing increase in seizures. The patient had a prophylactic generator replacement. Good faith attempts for product return have been unsuccessful to date. Attempts for more information have been unsuccessful to date. A company representative is working with the physician to gain more information. He has sited hipaa in the past for not providing information and has only provided minimal information and only is there was an issue suspected with vns. It is unclear at this time if more information will be able to be attained.

Event description:
Additional information was received that the physician uses rapid cycling and high output currents. The generator replacement was prophylactic related to the patient's increase in seizure. The reported systems resolved after the generator replacement. No additional information was provided.